Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), kidney toxicity, liver disease/toxicity, lung disease, "bronchitis, pseudomonas, now on oxygen as health fails, scarring in lungs, lesions on kidney and liver and was using her device and is now in hospice and is harmed. In addition, the customer reported allegations of respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, depression, anxiety. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.